Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that for the past few months, the patient has been going to pain physician for adjustments. The physician gave the patient a bolus. It was not relieving any pain. The patient is paralyzed in the left leg. The medicine is now affecting the right leg which started about two months prior. The right leg was usually fine but now the patient cannot bare weight on it. A dye study was performed the previous week to check the tip of the catheter and to see if medicine was being directed to wrong area. The dye test study didn't show why, therefore, a magnetic resonance imaging (MRI) was planned. It was noted, the MRI is related to the pump. About a month ago the medication was changed to fentanyl. At the last refill about two weeks prior the fentanyl was increased ¿quite a bit¿ to ¿get away from the marcaine.¿ the marcaine was decreased. Dilaudid was the main medicine prior to the fentanyl about a month ago. The pump was delivering fentanyl, dilaudid and marcaine. Additional information has been requested but was not available at the time of the report.